Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a profile vortex blue file broke during use. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Customer returned 117 unused vtb043025 from lot number 0000162676. Visually checked files using microscope. No visual manufacturing defects or markings noted on files.. Using the ansi plan with and aql of 1.5 using normal sample plan randomly selected and tested 8 pieces. Measured the files using tm-0061 on nikon 4 according to the specifications on 0170-sp-vtb043025-a. Returned product has been analyzed and was found in compliance with specifications. No broken files were returned. Multiple unsuccessful attempts were made to obtain the patient outcome.